Event description:
It was reported that patient received a vibratory alert for non-sustained lead noise while exercising. The noise was reproducible in clinic. The device was reprogrammed and remains implanted. Further information is not available at this time.